Manufacturer narrative:
Findings: unit received with intermittent frozen display, no button response, and watchdog constant audio alarm tone. Problem isolated to the motherboard. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer was unable to move the up and down arrow between the screens and act or esc will not work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that the insulin pump had frozen display and audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to insert battery and monitor pump.